Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies; no issues were observed with the supplies. Insulin delivery was resumed. Customer's blood glucose (bg) was 600-776 mg/dl and a bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous insulin and saline. Elevated bg was resolved. Contact performed a test bolus with tandem technical support and pump functioned as intended. Reportedly, customer was using apidra insulin which was not labeled for use with the pump and customer switched to using humalog. Customer was discharged on (B)(6) 2019.